Manufacturer narrative:
The customer contacted siemens customer care center (ccc). The operator successfully removed the jammed plate from the elevator and homed all modules. The operator does not know the cause of the injury and declined to provide further information to siemens. This event appears to be isolated and the cause of this issue is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator sustained an injury to his finger while performing troubleshooting on a dimension vista 500 instrument. When the aliquot elevator mechanism failed homing and the aliquot elevator motor in motion mismatched, the operator indicated that he inspected the aliquot elevator, found a plate jammed in the elevator vertically, and attempted to remove the jammed plate. The operator sustained the injury when he attempted to remove the aliquot plate. The operator paused troubleshooting activities, cleaned the wound, and applied a bandage. The operator declined medical intervention and declined to provide additional information to siemens. The operator indicated that there was no delay in testing patient samples as a backup instrument was available. There are no reports of patient intervention or adverse health consequence due to the event.